Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an unspecified alarm. The message appeared stating that the customer is ¿unable to change cartridge while a bolus is being requested.¿ the alarm was able to be cleared and customer resumed insulin therapy. Reportedly, the customer had manual injections as alternate insulin therapy.